Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. No further investigation will be performed or follow-up submission for this case as there is no alleged device related issue. This is 2 of 4 MDR submission as mw5180725 is associated with medwatch# mw5180724, mw5180726, mw5180727. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report that reported the following information: an unspecified inquiry was reported wherein the customer alleges that "3 of the 4 sensors matched the lot numbers listed in a recall letter they received from walmart." There was no alleged adc device issue related to the adc device. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. There was no patient consequences or third-party treatment reported. Based on the information available, there was no report of serious injury associated with this event.